Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
It was reported to hamilton medical ag, that: on may 7, 2026, multiple breathing circuits (pn 260127 / ln 203455; qty: 6) presented with exhalation obstruction / occlusion alarms on patients. Patient involvement was reported with medical intervention (replacement of breathing circuit sets) was reported. However, no patient, user or third party harm was reported.